Event description:
It was reported by the rep that the (3) tlc55 were used during a colon resection procedure. It was reported that the surgeon was unable to get the instruments to fire. All three instruments were from the same lot number and all failed to fire. The case was completed with a tl60 instrument with no consequence to the patient.